Event description:
Reportedly, during a hernia repair, the loading unit would not fire the staple. According to the account it broke and dropped into the patient's cavity. The loading unit was retrieved without difficulty. No patient injury reported.